Event description:
Customer reports false negative results for leukocytes on the instrument and as well as when the strip was read manually (visually). Microscopic exam revealed 15-50 leukocytes per field. There was no report to pt care as a result of this event.

Manufacturer narrative:
The cause for the discordant sample is unk.